Manufacturer narrative:
Model number: 72404241, lot number: 0160822002, model description: lgx 12cm snap fit rt iz. Model number: 72404155, lot number: 1000135232, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) for unspecified reasons. The existing device was removed and a new ipp was implanted. There were no patient complications reported. The explanted components are not expected for return. No further information is available at this time. Additional information was received indicating the procedure was performed as the pump ceased to function after several months of implant. During the procedure the physician noted the pump could not be activated; the cause of the issue could not be determined.